Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 15mg/dl. It was stated that the customer was experiencing unexplained low glucose for about a month, and also he was seeing in the emergency room on (B)(6) 2011. Troubleshooting was performed. The customer's most recent glucose reading was 105mg/dl, and he has treated with food. It was stated that the customer was not connected during rewind and prime. The programming, time, and date were correct. The nurse stated that bolus history shows only boluses on (B)(6). It was stated that the reservoir shows more insulin than the status screen shows. The caller also mentioned that the insulin pump has scratches on the screen. No further information was provided.